Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate (off by 17 minutes). Customer's blood glucose was 110 mg/dl and insulin therapy was not impacted. Customer corrected pump time successfully.